Event description:
Patient in CT for advancement of existing drain catheter. Glidewire was used to remove the existing catheter. The 17g introducer needle and j wire also used during the procedure. Upon final CT scan of the newly inserted pigtail catheter, a small radiopaque object was seen adjacent to the drain tract. An abdominal x-ray showed there was a retained fragment of the outer coating of the glidewire. Radiologist and surgeon agreed that no further intervention is needed.